Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high pacing impedance on the left ventricular (lv) lead. A slow steady rise in impedance was noted. High pacing thresholds were also observed. The lead remains in use. No patient complications have been reported as a result of this event.